Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient on a dimension xpand plus with hm instrument. The initial k result was not reported to the physician(s). The sample was repeated on the same instrument and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant k result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc instructed the customer to clean the integrated multisensor technology system. The hsc also instructed the customer to replace the pump tubing and to adjust the pressure foot. The cause of the discordant potassium result is unknown. The customer successfully ran quality controls. The instrument is performing within specification. No further evaluation of the device is required.